Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2024. The patient was discharged on plavix and eliquis. The patient had a routine 45-day follow up transesophageal echocardiography (tee) and severe left atrium dilation was noted. There was no evidence of device thrombus and no abnormal color-flow communication on doppler. The patient had a tee on (B)(6) 2025 and a thrombus was noted on the closure device with attachment to the interatrial septum. The thrombus measured 2.1 x 1.3 cm and was mobile. The patient was on aspirin at the time the device related thrombus was noted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2024. The patient was discharged on plavix and eliquis. The patient had a routine 45-day follow up transesophageal echocardiography (tee) and severe left atrium dilation was noted. There was no evidence of device thrombus and no abnormal color-flow communication on doppler. The patient had a tee on (B)(6) 2025 and a thrombus was noted on the closure device with attachment to the interatrial septum. The thrombus measured 2.1 x 1.3 cm and was mobile. The patient was on aspirin at the time the device related thrombus was noted. It was further reported that patient resumed oral anticoagulation.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code updated from f26: no health consequences or impact to f2303: medication required.